Event description:
The sales rep, reported on behalf of the customer, that on (B)(6) 2014, the patient had a distal femoral axos 5 mm plate performed for a distal third butterfly type mid shaft fracture secondary to a previous knee replacement. The customer reported that the patient had 5 mm locking screws in the metaphyseal portion of the plate and a mixture of one cortical and two locking screws above the fracture area on the dyaphyseal portion. The customer has reported that after 4 months the plate began to bend mid shaft above the healed butterfly defect distally. The customer further reported that the patient was instructed not to weight bear and in one month the plate had broken mid shaft with all proximal and distal screws intact. The customer has reported that the patient underwent a revision on (B)(6) 2014 to replace the broken plate. The customer has reported that the reported device has been discarded and will not be available for investigation.

Manufacturer narrative:
Evaluation summary: the reported event of the broken plate for distal lateral femur plate ts axsos for right femur 10 hole, l238mm could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. "Plates are unable and not intended to fix an unstable femur fracture with a great amount of weight bearing over a long period. [...] The given case clearly presents a typical bending of an internal fixation plate due to overloading in an unstable fracture constellation with delayed union." (See (B)(4) ) note: "post-operative- post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. [...] Intended use the implant is intended for the temporary stabilization of bone segments or fragments until bone consolidation has been achieved.[...] The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future."(v15013 k non active implant IFU) [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
The sales rep, reported on behalf of the customer, that on (B)(6) 2014, the patient had a distal femoral axos 5 mm plate performed for a distal third butterfly type mid shaft fracture secondary to a previous knee replacement. The customer reported that the patient had 5 mm locking screws in the metaphyseal portion of the plate and a mixture of one cortical and two locking screws above the fracture area on the diaphyseal portion. The customer has reported that after 4 months the plate began to bend mid shaft above the healed butterfly defect distally. The customer further reported that the patient was instructed not to weight bear and in one month the plate had broken mid shaft with all proximal and distal screws intact. The customer has reported that the patient underwent a revision on (B)(6) 2014 to replace the broken plate. The customer has reported that the reported device has been discarded and will not be available for investigation.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.